Event description:
The patient's daughter reported that the patient had blacked out, fallen and broken their nose. She believed it was related to the implantable pulse generator (ipg) which remains in use. Follow up yielded no information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.